Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that originally their healthcare professional (hcp) had them set it on 4.0 however that was "too much " right after surgery back on (B)(6) 2014. Patient stated while in their car sitting they were feeling "vibration" so hard that it was painful and that is why they have decreased it from 4.0 to 2.9 after they felt the discomfort. They have been on the same setting since. But in this past month around (B)(6) 2019, patient stated that it has not worked as well for them. Patient stated their diuretic was also increased so patient was not sure if this was related to their issues. During call, patient was given instructions to increasing stim. Patient increased stimulation and stated they were feeling comfortable stim. They also mentioned they would feel stim when it was increased clarifying it be like feeling a zapping. Patient was directed to follow up with hcp regarding symptoms and programming. Patient also mentioned in the last 6 months, they had been having discomfort back in the same area where they were feeling the stimulation. Patient stated they thought they had like a "boil or something". Patient also stated they thought they were feeling the nerve ending. They don't feel it all the time and it doesn't hurt them all the time. They stated it was intermittent. Patient mentioned they think it was from their rheumatoid arthritis. Patient stated discomfort was near the anal area and where the crack of the cheek stops, it was kind of in the middle between that to the right side where the bladder stim was. Patient further stated it felt like it was on the inside of their body maybe like a cyst. Patient stated it could be because they had been sitting too much. Patient was advised to follow up with their hcp regarding this symptom as well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that they had fibromyalgia throughout their body which may be the reason for their nerves not working properly. Their arthritis doctor said that their neurological problems are associated with their ms. No other cause was provided to the stimulation being too much after surgery. Patient also mentioned that their senses are heightened and had always been. No other cause was given to them feeling the zapping when increasing stim. However they stated that they increase the machine and it had helped. They were currently at was at 3.2. Patient went on to say that on the day of surgery, hcp had it set at 4.0. When they got home, they decreased to 2.5 because at that time, they couldn't tolerate anything above 2.5. Patient further stated that the machine has helped them. No further complications were reported or anticipated.